Event description:
The pump unexpectedly displayed a reset screen, prompting the customer to inquire about the issue. There was no adverse impact to the customer's blood glucose level. Technical support explained that the reset was a routine safety feature and advised the customer on necessary steps to resume normal operation, which the customer successfully did.